Event description:
The patient went in for a pump refill on (B)(6) 2014. The printout from the refill indicated that the low and empty reservoir alarms had occurred. The reporter confirmed that the patient was overdue for a pump refill at the time of that visit. The device system was delivering bupivacaine, baclofen, and dilaudid. The patient symptoms were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n186493003, implanted: (B)(6) 2009, product type: catheter. (B)(4).